Event description:
Additional information received indicates that surgical intervention took place on (B)(6) 2023 wherein the entire system was explanted to address the issues.

Event description:
Related manufacturer reference numbers: 1627487-2023-05283, 1627487-2023-05285 &1627487-2023-05287. It was reported that the patient experienced shocking sensation at the ipg site on tonic program mode. X-rays confirmed that both the leads and one of the anchors have migrated. Additionally, the patient is no longer getting effective therapy. As such, surgical intervention may take place at a later date to address the issue.